Manufacturer narrative:
Product analysis: the mas bone screw was returned with a set screw in the head but no rod. The threads on the head of the set screw where checked with an m9 reverse angle thread gauge and would accept the go and not accept the no/go.the saddle of the bone screw has some witness marks or the outer edges. The shaft of the bone screw was not locked into place as is typically seen when the set screw has been installed properly. The mas was functionally tested with a sample set screw and sample rod. The break-off screw functioned properly. The set screws returned had heavy damage to the threads and there is some damage from the threads being pulled vertically down with the screw force. There are witness marks on the face of the screws indicating that the face of the set screw contacted the rod before the node. These observations are consistent with the rod not being fully reduced before the set screw was installed into the mas. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: scoliosis levels implanted: sacrum it was reported that during surgery, the set screw could not be entered into the screw head. The product came in contact with the patient. Patient complications were reported as unknown.